Event description:
The customer called the remote technical assistance center to report that they were not getting any audible alarms on the unit.

Manufacturer narrative:
A replacement vm6 was sent to the customer. The philips repair technician resolved this problem for this monitor by replacing the speaker. The replacement monitor is in use at the customer site.